Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the tricuspid valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound tricuspid regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under tee imaging of the tricuspid valve. An increase in tr suggests wire entanglement in the tricuspid sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
As reported through data received through the tvt registry, 387 days post implant of a 29mm sapien 3 valve in the tricuspid position via unknown approach, the patient had tricuspid valve related readmission. There is no additional information available.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: correction to h10. Valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non'functioning leaflet. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.